Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping but nothing on the screen. The customer¿s blood glucose was 90 mg/dl. The customer was assisted with troubleshooting. Customer was not calling back after receiving a new battery cap. Customer states the insulin pump had little crack on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Unit passed displacement test and self test, off no power test and all operating currents test. Insulin pump received with cracked display window corners noted.